Event description:
It was reported that a balloon rupture occurred. A 10 mm x 3.25 mm wolverine coronary cutting balloon monorail was used to dilate a 90% stenosed, severely calcified target lesion, and on the first inflation at ten atmospheres for three seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported in relation to this event and the patient status was good.